Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated post device-implant check, intermittent loss of capture was noted. Insulation damage was noted. The lead was capped and replaced on (B)(6) 2016. The patient was doing well.